Event description:
Revision surgery revealed polyethylene wear of the tibial insert and loosening of the components. The femoral component and patella were also removed at this time. No replacement components were used.

Manufacturer narrative:
As received, the porous coating of the tibial baseplate exhibits very good and complete cement and bone interdigitation which is contraty to expectations for the reported device loosening. The wear pattern indicates an internal mal-rotation measured at approximately 10 degrees, and suggests a slight varus malalignment. The all plastic patellar component shows negligible wear on the articulation surface and good bone cement adhesion. The femoral component exhibits some burnishing on both condylar surfaces and has good and complete bone cement interdigitation. A review of the device history records for these components is not possible as the lot codes have not been provided and are not visible or have been obliterated on the parts. The information provided and the examination results suggest that this event is not device related but rather is associated with loss of fixation and malalignment.